Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-09115. (B)(4). It was reported that during a percutaneous coronary intervention procedure, the patient experienced arm pain. (B)(6) 2011, the patient presented with chest pain associated with shortness of breath and the patient was diagnosed with non-st myocardial infarction and cardiac catheterization was recommended. A 95% stenosed and 8mm long target lesion was located in the left main coronary artery with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement of a 3.5x12mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. During an unspecified time in the procedure the patient experienced arm pain after several insertions and removal of the mach 1 guide catheter and forte guidewire, the arm pain which was treated with fentanyl IV 50 mcg. The following day the patient was discharged on aspirin and prasugrel.